Manufacturer narrative:
The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, the jaws of the device would not open. No patient injury occurred or medical intervention was required. Another device of the same type was used to continue the procedure.

Manufacturer narrative:
Device evaluation one lf1737 ligasure device was received, and evaluation of the returned sample could not confirm the reported issue. Visual inspection of the device found no defects though eschar was noted on the seal plate. The jaws opened and closed properly when the latch was retracted and released. The knife blade advanced and retracted smoothly along the knife track. The knife cut of the device was tested on a silicone test strip with acceptable results. The device was activated ten times on a saline soaked towel with satisfactory results. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The device was activated with the rotation knob in various positions to detect any problematic activation issues. The investigation found the device to function normally and within specification. If information is provided in the future, a supplemental report will be issued.